Event description:
It was reported that (2) devices were used during a gastric bypass. The scg45 was being used on a gastric bypass. Two tr45b reloads were being used along with a tr45g without problem. A tr45w was then fired. The load partially fired staples on one side, but fully fired staples on the other side. The stapler fully cut leaving part of the tissue open where the failing stapling did not fire. The surgeon was able to close the defect with suture.